Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) been completed. The reported problem ("add gel/replace belt" messages, damaged cable) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable and causing the reported "add gel/replace belt" messages. The root cause for the strained cable was excessive force. No adverse events occurred from the defective electrode belt. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor intermittently failed essential performance testing. The cause for the failure was an internally shorted u612 inverting charge pump on the ca board. The root cause for the defective u612 component could not be positively identified. Root cause investigation of similar failures has determined that damage to the electrode belt cables can cause damage to the u612 inverting charge pump. No adverse events occurred from the defective monitor. Manufacture dates: electrode belt sn (B)(4) 12/13/2011 monitor sn (B)(4) 11/11/2014.

Event description:
A us distributor reported that a patient was receiving a "add gel/replace belt" messages and that the electrode belt was damaged. Additionally, during investigation of the monitor sn (B)(4) for an unrelated issue, a reportable malfunction was found. The monitor was intermittently unable to complete essential performance testing.